Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by the clinical specialist. From information received, the patient was on telemetry for 4 days. While the patient was discovered to have third-degree av block on post-op day 4, it is unclear when the av block had precisely occurred. Furthermore, resuscitation was attempted, and the patient was returned to circulation within 2 (two) minutes; however, they did not sustain a cardiac output and developed pulseless electrical activity, ultimately leading to death. The patient was in atrial fibrillation (af) with no atrioventricular alteration post-procedure. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where on post-operative day 4, the patient passed away. As reported, cause of death was attributed to an atrioventricular block grade iii based on telemetry data. Although the patient was resuscitated with a return of circulation within 2 minutes, they did not sustain a cardiac output and developed pulseless electrical activity, ultimately leading to death. The patient was in atrial fibrillation (af) with no atrioventricular alteration post-procedure. The valve had been deployed on annulus height and the anchors were at the leaflet hinge points. The patient did not have any pre-existing conduction disturbances.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where on post-operative day 4, the patient passed away. As reported, cause of death was attributed to an atrioventricular block grade iii based on telemetry data. The valve had been deployed on annulus height and the anchors were at the leaflet hinge points. The patient did not have any pre-existing conduction disturbances.